Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a ruptured thoracic aortic aneurysm. It was reported that the patient was diagnosed with a taa two months ago. The patient was scheduled for thoracic endovascular repair that was cancelled due to another emergent procedure. The patient was discharged from the hospital. It was reported that the patient presented symptomatically to a local hospital. The patient was diagnosed with a ruptured thoracic aorta aneurysm. The patient was transferred to three different hospitals however, all three hospitals denied the patient treatment. The patient was accepted at the fourth hospital. The physician placed a spinal drain, and implanted two valiant captivia stent grafts 36x36x200 and then the 36x36x100 without issue. The amount of contrast was limited due to the patient¿s high creatine level, 6.4. The next morning, it was reported that the patient was doing great and that the creatine was down to 2.0. The interventional radiologist was going to drain the blood of the left side of his chest, from the pre-operative ruptured aneurysm, the following day. The following day it was reported that the patient had a cold leg. The CT scan revealed a type iii endoleak, separation. The next day, the physician implanted a valiant captivia 38x38x150 across the junction of the two stent grafts which resolved the type iii endoleak. The physician explored the patient¿s leg and came to the conclusion that it was a chronic problem not acute. The patient¿s family stated that the patient had been scheduled for a fem-pop bypass however, the patient never showed up for the procedure approximately a year ago. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related; pre-operative ruptured aneurysm and chronic occlusive issues), incorrect technique/procedure (user related; treatment of a pre-operative ruptured aneurysm); evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; pre-operative ruptured aneurysm and chronic occlusive issues ), off ¿label, unapproved or contraindicated use (user related; treatment of a pre-operative ruptured aneurysm).